Event description:
Requested "suture hole" in the condyle component has not been produced in the final implant. Procedure has been manually completed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event is considered confirmed. The tmj device was missing the requested anterior/posterior suture hole in the mandible component during surgery, which was confirmed by on-site representatives and led to an nc investigation the issue arose due to a communication gap and production oversight, where the suture hole was noted in initial designs and mockups but omitted during manufacturing because operators used incomplete shop drawing views, though the surgery proceeded without complications.